Event description:
It was reported that the patient underwent a revision surgery due to cage placed right side, back out. The cage was impacted to correct the placement. However, the cage was backed out again, so an additional revision surgery was performed. The cage was removed.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.